Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident information. Restenosis/occulusion, as listed in the device risk assessment and instructions for use is known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. This known patient effect is not necessarily an indication of a product quality issue.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that during the three month follow-up, restenosis was found within the pixel stent. Two stents were implanted to treat the restenosis. No additional event or patient information is available.